Event description:
It was reported that the patient reported low flow alarms. Emergency medical services (ems) was called and the patient arrived at the emergency room with the pump off. The decision was made to restart the pump with a system controller exchange. The log files were reviewed and contained various alarms associated with a driveline disconnect from the system controller on (B)(6) 2025 at 12:55 am. The system controller was powered on without the pump connected until it shut down at 3:15 am on (B)(6) 2025. The system controller powered back on without a pump connected at 10:46 on (B)(6) 2025. It was possible the system controller was connected to a mock loop between 10:49 am and 10:59 am. Following the suspected mock loop the system controller was shut down and restarted prior to getting log files. Prior to the driveline disconnect the log files contained back-to-back loss of external power events on 22jan2025 at 8:41pm-8:42 pm. The data prior suggested that the pump was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated through medwatch that the patient was awoken by device alarms caused by accidental disconnection of the driveline without cessation of alarms on (B)(6) 2025 prior to ems being called. It was indicated on the received medwatch form that the event was life threatening, caused hospitalization and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was confirmed via the submitted log files. On 23jan2025 from 00:55:22-00:58:50, the driveline was briefly disconnected, causing the pump to stop. On 23jan2025 at 03:14:05, the driveline was disconnected again, and shortly after both power cables were disconnected. This is consistent with the reported system controller exchange. On 23jan2025 at 10:46:56, the system controller was briefly reconnected to external power and a different pump before the power cables and driveline were disconnected again on 23jan2025 at 10:59:55. The provided information indicated the system controller was exchanged after the patient arrived at the emergency room. Information from an additional report indicates the patient was awoken by vad alarms due to accidental disconnection of driveline without cessation of alarms. The patient was taken to hospital. Upon arrival, the patient controller changed for back-up controller and alarms resolved. Multiple attempts were made to obtain additional information regarding if the system controller was connected to a mock loop on 23jan2025, the symptoms of the patient at the time of the event, treatment plan for the patient, the cause for the pump stop, if the pump stop issue has resolved, and if any product will be returning; however, no additional information has been provided and to date, no product has been received. A root cause for the reported event was determined to be due to the accidental disconnection of the driveline. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24oct2024. The heartmate 3 instruction for use, rev. A was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline. The heartmate 3 patient handbook, rev. D which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was confirmed via the submitted log files. On (B)(6) 2025 from 00:55:22-00:58:50, the driveline was briefly disconnected, causing the pump to stop. On (B)(6) 2025 at 03:14:05, the driveline was disconnected again, and shortly after both power cables were disconnected. This is consistent with the reported system controller exchange. On (B)(6) 2025 at 10:46:56, the system controller was briefly reconnected to external power and a different pump before the power cables and driveline were disconnected again on (B)(6) 2025 at 10:59:55. The provided information indicated the system controller was exchanged after the patient arrived at the emergency room. Multiple attempts were made to obtain additional information regarding the cause of the driveline disconnect, if the system controller was connected to a mock loop on (B)(6) 2025, the symptoms of the patient at the time of the event, treatment plan for the patient, the cause for the pump stop, if the pump stop issue has resolved, and if any product will be returning; however, no additional information has been provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log file revealed that the no external power alarms on (B)(6) 2025 occurred when the system controller was connected to the mobile power unit (mpu).